Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts were present in the pump trace download pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Multiple replace battery now alarms in the pump history file due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture at bottom right corner of overlay, faded serial number label, severely stained serial number label and peeling end cap address label.

Event description:
It was reported that they had replace battery now alarm. The customer's blood glucose was unknown. The customer stated that he did get a low battery alert prior to the replace battery now alarm. The product was returned for analysis.